Event description:
It was reported by the customer that a pyxis medstation es system drawer jammed. Customer stated that drawer 5 and 6 has been jammed it causing malfunction. There were confirmed no patient involvement and harm. There was able to get retrieved a medication with the pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by auxiliary 5.2 hard to pull out by the drawer failure. A field service engineer replaced the missing bumpers and keyboard cover to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.